Event description:
This patient had placed in 1979 silicone breast implants for the purpose of breast augmentation. She has developed hematuria, frequent diarrhea and arthralgia in the hands. She frequently has muscle spasms and pain in her calves of the legs. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The right implant was sticky while the left implant appeared to be intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.